Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect, with tremor on both sides of the body. The pt was admitted to a rehab facility, for physical therapy, outside of the u.s. Following a hospitalization for pneumonia. No info was provided related to the pt¿s outcome. Add¿l info was requested but not available as of the date of this report. A f/u report will be filed if add¿l info becomes available. See also MFR report # 3004209178-2011-07756 for info related to concomitantly implanted neurostimulator sys.